Event description:
This device is a passive IV catheter. It is designed to cover the sharp point of the stylet with a metal sheath when the stylet is removed from the IV catheter, however, this did not happen when the stylet was removed from the catheter. The paramedic using the device sustained a needle stick as a result. The covering device was present on the stylet but it was floating freely on the stylet and not locked onto the sharp tip, as it should have been.